Event description:
Received notification from biomet that curved acetabular impactor handle broke during procedure. There was no adverse effect on pt and was not reported by staff; no evidence in pt's record of complications.